Manufacturer narrative:
A visual examination of the returned device revealed that the distal stent loops were partially deployed. An attempt to further deploy the stent failed - it was not possible to retract the deployment suture thread. Examination noted that the green retention suture around the end of the stent had been crocheted with the deployment suture thread making it impossible to deploy the stent. A corrective/preventative action is in progress to address this issue. A labeling review identified that the device was used per the directions for use. (B) (4).

Event description:
It was reported to boston scientific corp that an ultraflex esophageal ng distal covered stent was used during a stent placement procedure for a 6cm lesion in the mid-esophagus, performed on (B) (6)2009 (age at the time of event: over 18 yrs old). According to the complainant, after predilating the lesion and introducing the stent over the guidewire, the stent failed to deploy. The physician tried unsuccessfully several times to release the deployment suture. The stent deployment suture was not broken, nor was it "caught on anything" according to the complainant. The doctor removed the entire device, and the procedure was completed with another ultraflex stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results (stent partially deployed).